Manufacturer narrative:
New information was received on 2026-03-05 that the patient is a 49 year old male. The weight of the patient is unknown. After the replacement heparin in impella product was used and systemic heparin. It was corrected by the customer that anticoagulation was used during usage of hls set. The pressures were zeroed while the set was dry and no visible defects on the sensor housing or flexline were discovered. The set was preprimed on (B)(6) 2026 and than checked again before cannulation on (B)(6) 2026. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the (B)(6) market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in (B)(6) during treatment. It was reported that a va ECMO was started on a 49-year-old male patient on (B)(6) 2026. The ECMO was started without applying heparin. On (B)(6) 2026 at 04:00 the delta pressure was found increased rapidly from below 20 mmhg to 87mmhg and than to 169mmhg at 5:00. The customer suspected that there were clots in the hls set and therefore it was replaced. On the new hls set the delta pressure is reading again below 20mmhg. The customer rinsed out the old hls set and not much blood clot was found, and therefore does not suspect a clotting issue like in the beginning. No harm to any person has been reported. As the hls set was replaced a report is required. Complaint ID (B)(4).